Manufacturer narrative:
The reported event is confirmed use related because no sample was returned. A potential root cause for this failure could be "user does not complete perineal care.". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The DHR could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Discontinue use if an allergic reaction occurs. Assess device placement and patient¿s skin at least every 2 hours. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Ensure the purewicktm female external catheter remains in the correct position after turning the patient". H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient had experienced 2 urinary tract infections recently and not sure if it was the purewick female external catheter, patient had several and was allergic to antibiotics. Advised patient to contact doctor as purewick usage helps prevent infection. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per additional information via liberator, customer service team followed up with the patient later in the day on (B)(6) 2021, and the patient provided some additional information. Patient had also experienced some irritation and stated sometimes patient did not clean themselves before using the wicks, and other times they forget to turn the system on.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had experienced 2 urinary tract infections recently and not sure if it was the purewick female external catheter, patient had several and was allergic to antibiotics. Advised patient to contact doctor as purewick usage helps prevent infection. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention is unknown. Per additional information via liberator, customer service team followed up with the patient later in the day on 03aug2021, and the patient provided some additional information. Patient had also experienced some irritation and stated sometimes patient did not clean themselves before using the wicks, and other times they forget to turn the system on.